Manufacturer narrative:
A sample is not available for eval. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Pir #(B)(4).

Event description:
It was reported that while a nurse was using a bd vacutainer adapter with luer adapter connected to a single use holder, he/she could not remove the device so he/she tried to use a piece of gauze to remove it and obtained a contaminated needle stick injury. The source patient involved in this incident is (B)(6) positive. It is unk if the nurse rec'd prophylactic treatment, but the likelihood of additional prophylactic medical treatment is highly likely.